Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. This complaint is associated with clinical study ID: (B)(6).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. This complaint is associated with clinical study ID: (B)(4).

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates this s-ICD delivered two inappropriate shocks due to oversensing of a low amplitude, poorly organized signal.